Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings found during visual inspection of the header attachment area detected an anomaly inside the epoxy header near the feedthrough area. Feedthrough leak test was performed, indicating no sign of hermeticity breach. Cross section was performed on the epoxy header which revealed signs of micro epoxy crack. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.